Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) reached normal battery depletion. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life with telemetry and output okay. There were no significant anomalies.

Manufacturer narrative:
Concomitant product: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported they had a loss of stimulation and a loss of therapy when putting away groceries. The patient felt a zing around their face and then a sudden return of essential tremor symptoms. When the patient tried to check the implantable neurostimulator (ins) with the patient programmer, the screen was blank and then showed a splash screen and a low programmer battery screen. The patient tried replacing the batteries, but the programmer did not turn on. The patient was going to try a new set of batteries. The ins had not been checked and the patient had not used their programmer since their last revision in (B)(6) 2015. The patient had not seen their health care provider (hcp), but they did have an appointment scheduled. The loss of stimulation was not related to positional movement and there were no falls or trauma reported. The patient's indication for use is essential tremor and movement disorders. No cause, actions/interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.